Manufacturer narrative:
This record is a duplicate of MFR#: 0002249697-2019-00288. Therefore, this record is being cancelled.

Event description:
Patient reported he is experiencing pain after his hip replacement in 2011. After blood test and MRI, patient was informed that cobalt levels had reached 4.6 and chromium came back to 0.6 patient is schedule for a revision surgery on (B)(6) 2018.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported he is experiencing pain after his hip replacement in 2011. After blood test and MRI, patient was informed that cobalt levels had reached 4.6 and chromium came back to 0.6 patient is schedule for a revision surgery on (B)(6) 2018.